Event description:
A linear scissor punch broke during use in an arthroscopic meniscal repair procedure. It was reported by the user facility that the instrument broke at the jaw of the punch and the broken portion was successfully retrieved and removed from the patient. There was an approximate 10 minutes delay. This incident did not result in injury to the patient or procedural complications. Nor did this incident result in any short or long term harm to the patient.